Event description:
A customer reported being unable to test due to a broken spring on their lancing device and as a result, experiencing hypoglycemic episode. The paramedics were called and treated customer with glucose injection on the scene. The customer also reportedly self-treated by drinking juice to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.